Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4) is not required for expired sensors.

Event description:
Customer called to report multiple sensor issues on the insulin pump. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose levels were not included in the report. Sensors will be replaced. Nothing further was reported.